Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead failed to extend and retract. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of helix mechanism issues were confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue for the analysis. X-ray inspection was performed and it confirmed the over torque of the inner coil at the connector region which was consistent with procedural damage. X-ray examination was performed and the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. Electrical testing did not find any indication of conductor fractures or internal shorts. Correction: h6 - medical device problem code - should be "1536 - retraction problem" instead of "1371 - loose or intermittent connection" and corrected b5.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited a fitting issue and also the helix of the lead failed to extend. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.